Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The distal segment of the lead was returned, analyzed, and the outer insulation had breached metal induced oxidation (mio). It was also noted that the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic (mio), the outer insulation had cosmetic environmental stress cracking, and there was blood in/on helix mechanism. Evaluation summary: (B)(4) outer insulation breached (B)(4) distal segment.

Event description:
The lead was returned to the manufacturer after being explanted during a device upgrade procedure from a pacemaker to a defibrillator. A new high voltage lead was implanted. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.